Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that two previously taken pulse measurements do not agree (90 vs. 80) and patient is wondering why the difference. Patient also reports feeling good right after implant, but does not feel so good now. Patient also reports feet are swollen. The device remains in use. No patient complications have been reported as a result of this event.